Manufacturer narrative:
Two used company cartridge were returned in open pouches for lot # 32701945. Both cartridges were visually examined. One cartridge exhibited an inadequate amount of viscoelastic. The cartridges had evidence of placement in a handpiece. An internal scrape mark was observed on the right side of each tip. The cartridges were cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results for the presence of topcoat. Disruptions were observed to the interior coating on the right side of the tips. Product history records were reviewed and documentation indicated the product met release criteria. The associated products were not provided. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. The root cause for the reported complaint could not be determined. The lens was not returned or identified. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. The customer indicated the damage did not occur when using the larger company cartridge, which may indicate the combination used was not qualified for the smaller company cartridge. Based on the review of the returned used company cartridge, the reported scratches may have been internal coating material from the damaged company cartridge tip. There did not appear to be adequate viscoelastic on of the returned devices. The dfu instructs to fill the cartridge with viscoelastic before attempting to load the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Iol model/diopter: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. C. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. D. Handpiece: the use of a non-qualified hand piece for the combination indicated may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) appeared to have scratches after being pushed through a cartridge. The lens was checked prior to implant and was without scratches. Additional information was requested.